Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated, the back casters were not balanced to the ground. They were hanging up. Tech instructed dealer on how to adjust casters. No injury or property damage was reported.